Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the unit showing panel connection lost. No patient involvement.

Manufacturer narrative:
Investigation outcome. It was reported that the device alarmed with panel connection lost. Logfile review confirmed multiple occurrences of panel communication loss within a short time frame, indicating intermittent or unstable communication between the user interface and control system . Additional investigation of the logfile shows multiple related internal communication and watchdog itfs (e.g., gcp communication irq errors), supporting an underlying electronics or communication pathway issue. No evidence of gas delivery failure was identified, and alarms were consistent with interface/control disruption rather than ventilation performance degradation. Correction involved replacement of the esm vup board. Based on logfile evidence and absence of further complaints, the esm vup replacement is considered likely to have resolved the issue, the case is considered as closed.